Event description:
Report received of possible overdose episode. Pt concerned about surgical revision. Follow up with hcp revealed pt's event occurred in 2002. Pt was seen due to concern that the pump may be malfunctioning or a tubing/catheter problem, kink or disconnect had occurred. Pt had history of 2 previous catheter problems - a puncture and a catheter severed. A side port dye study was done per usual manner. The myelogram revealed good evidence of no leaks and dye was noted in the intrathecal space. A purge bolus of 100 mcg was given and the rate increased from 500 mcg per day to 600 mcg. Pt was somewhat drowsy after the bolus. The rate was reduced to 500 mcg. Pt was found at home in a semi comatose condition by spouse. Admitted to the ER-fluid withdrawn from side port and the pump turned off. Pt given physostigmine and was arouseable in 4 hours. No nasogastric tube was inserted in the ER - pt vomited and there was a question of aspiration. No documented pneumonia occurred.